Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. According to information from our field service engineer, the customer cleaned the oxidized printed circuit board and reinserted it into the unit. No parts were replaced and the ventilator is repaired. The root cause to the reported issue could not be established by this investigation.

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Our field service engineer investigated the ventilator on site. The oxidized printed circuit board was cleaned and reinserted it into the unit but the issue persisted. The pressure transducer printed circuit board is found to be defective and needs to be replaced. The pressure transducer printed circuit board will not be returned for further investigation. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).